Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a saline mentor siltex round moderate profile 300cc and experienced deflation on the left breast implant. As a result, patient underwent removal of the implant on (B)(6) 2018. The device was returned to mentor without fluid inside. No foreign material was observed within the device or on the shell surface. During visual examination of the device, the mentor product analysis lab observed parallel lines of shell wear on the posterior aspect, suggesting in-vivo folding or creasing of the device. A rent was discovered also on the posterior view measuring approximately 0.5 cm. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the mentor product analysis lab was precluded from further evaluating the device. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent and shell wear occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a saline mentor siltex round moderate profile 300cc and experienced deflation on the left breast implant. As a result, patient underwent removal of the implant on (B)(6) 2018.